Event description:
It was reported that a physician's dell x5 handheld device was freezing on the interrogation screen. The physician had resolved the issue in the past by reseating the flashcard, however, the physician wanted the handheld device replaced. A replacement handheld was sent to the physician and the dell x5 handheld device was returned to the manufacturer. Product analysis of the returned handheld has not been completed at this time.